Manufacturer narrative:
It was reported that "customer has had 3 falls due to the brakes not locking". Customer states "right side of armrest came up when customer stood up which was a reason for one of the falls". It was reported that "due to the issue of the falls he has had multiple injuries, three cracked ribs and a sprained wrist". No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that "customer has had 3 falls due to the brakes not locking". Customer states "right side of armrest came up when customer stood up which was a reason for one of the falls". It was reported that "due to the issue of the falls he has had multiple injuries, three cracked ribs and a sprained wrist". No additional details are available related to the customer reported issue.